Event description:
It was reported by service report that the fowler gas spring is leaking and the safety bar is broken. It is unk if there was pt involvement, however, no adverse consequences are reported.